Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent and tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No further issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located at the mildly calcified and moderately tortuous distal left circumflex (lcx) artery. The lesion was pre-dilated using a 2x10mm unspecified balloon catheter and a 2.5x20mm promus element plus stent was selected to treat the lesion. The stent could not cross the lesion and during manipulation the stent got damaged. Subsequently, the physician dilated the lesion again with the same balloon and deployed a 2.5x16mm promus element plus stent to complete the procedure. A 2.75x8mm nc balloon catheter was used for post dilatation. Final angiography showed excellent result. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The target lesion was located at the mildly calcified and moderately tortuous distal left circumflex (lcx) artery. The lesion was pre-dilated using a 2x10mm unspecified balloon catheter and a 2.5x20mm promus element plus stent was selected to treat the lesion. The stent could not cross the lesion and during manipulation the stent got damaged. Subsequently, the physician dilated the lesion again with the same balloon and deployed a 2.5x16mm promus element plus stent to complete the procedure. A 2.75x8mm nc balloon catheter was used for post dilatation. Final angiography showed excellent result. No patient complications were reported and the patient's status is stable.